Manufacturer narrative:
Evaluation completed. One 25ga vitrectomy cutter was returned in a plastic bag along with a bl5325wv pack label from lot v8181 was returned. The expiration date on the label is 2018-03-25. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle gradually stopped retracting from the port window until it was blocking the port. This prevents cutting and aspiration. Although this cutter did not stop and remain in the opened position, it is defective and cannot function properly.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in japan reported the inner needle of the cutter sometimes was stuck in the open position and could not cut. Aspiration continued while the cutter stopped. It was replaced with a stand alone cutter(bl5625). No patient injury reported.